Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) missing impaction tip. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the m-series 12/14 femoral head impactor has been in the field since 2000. Exactech is aware of (B)(4) similar complaint reports involving this device since 2008. The frequency of occurrence ranking scale is ¿very low¿. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which have been in the field since 2013. Therefore, this issue does not appear to be manufacturing-related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the risk management report. The broken device reported was likely the result of years of normal use and subsequent sterilization cycles, which led to crack initiation, propagation, and ultimate fracture of the radel tip. However, this cannot be confirmed as the fractured impactor tip was not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken pieces did not fall into the surgical site. There was no patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the impactor head broke. Upon impacting femoral head, the white impactor head split. The white part was thrown away by hospital staff. All pieces of the impactor head were accounted for, nothing fell into the surgical site. There was no delay to the case and not adverse effects to the patient. The agent was present at the time of surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.